Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h816060401 implanted: (B)(6) 2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 09-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 at 729) via an implanted pump for an unknown indication for use. It was reported that the patient reported to the doctor's office with signs and symptoms of baclofen withdrawal. The patient was sent to the emergency room and a catheter study was performed. The catheter was able to be aspirated but when dye was injected, dye was exiting the catheter approximately one centimeter below the tip. It was reported that next steps were currently unknown as the physicians discussed whether surgical intervention was warranted. The patient was currently hospitalized to be stabilized before next steps. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. It was reported that all lab work was run to rule out infection. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was 65 pounds and their medical history was asked but unknown. 2024-05-02 e1 (hcp, rep) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that there was a catheter leak. There was no infection. A catheter revision took place on monday and a new catheter was placed for the patient. The fractured catheter retracted into the patient¿s body, and therefore could not be removed and sent in for analysis. A new catheter was placed. The patient's dose was dropped to 500 g per day and the patient was now stable.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the catheter leak was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.